Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that for the past couple of weeks they have had issues charging their implant and the issue has become even worse. Pt said last night they controller kept telling them to reposition the recharger and they had to try again and they saw the numbers screen; it was understood pt was brought through passive recharge mode (prm) when they saw the numbers screen. Pt said they were able to charge their implant up to 80% last night, but that took them 3 hours. Pt saw no visible damage to the recharger or controller port. The issue was not resolved. An email was sent to the repair department to replace the recharger. No symptoms were reported. Pt called back stating they received the replacement recharger but they're still experiencing the same issues while charging their ins. Pt stated it takes a long time to initiate a charge session and when they finally do begin to charge, the charge connection is lost very easily. Pt also mentioned that they have to hold the controller over their left hip to get their ins to charge. They were experiencing intermittent/poor telemetry. A replacement controller was sent out. No symptoms were reported. Additional information was received from a patient (pt). Pt said they got a new recharger (rtm) and new controller but the issue is still happening "even worse than it was before". Pt says they have not had any falls or trauma and doesn't think their implant has moved or shifted at all. Pt says they are sure the rtm they are using is the newest one that repair sent. Patient services (pss) reviewed that since new rtm and controller have been sent, pt should follow up with their healthcare provider (hcp). Pt says they have an appointment on friday and will follow up with their hcp/manufacturer representative (rep). No symptoms were reported. It was repeated that they patient was not able to charge the ins, the replacement controller and rtm have not resolved the issue. The lithium battery seems to be depleting faster than normal per manufacturer representative (rep) who is currently with patient. A replacement battery pack was sent out. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt called back stating they received a new recharger, controller and battery pack. Pt still having the same charging issues. Pt saw the manufacturer representative (rep) on friday who thought the battery pack was dead. A battery pack was ordered but made no difference. Pt said last night pt could charge it up and got to passive recharge mode. It won't go to regular charge screen. Pt said they did passive recharge mode 30 times. Pt said it will eventually finds a connection. Pt said they usually charge ins when charging level goes down to 50%. But it will take 3 hours to charge. Pt said they can do it for 2-3 hours and it will eventually charge to 100%. Asked if rep checked their ins on friday. Pt said rep thought it was dead or almost dead. Reviewed rep or healthcare provider (hcp) needs to do more troubleshooting. Pt mentioned it never charged right. Pt could never get excellent recharge quality. Pt also noted pt charges every day. They told pt the charge would hold for 2.5 days. Pt could never go that long. The longest pt could go was 24 hrs. Redirected pt to hcp. Pt was frustrated about getting runaround. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep reported that they had seen a software problem on the handset 1. Intellis 2. 3.6 3. 58 4. Qf_aew or qf_new, the caller was not sure which one it was. The rep reported that all of the external pieces have been replaced and the issue is still persisting. The rep attempted two passive recharge mode sessions. They attempted to remove the battery and reinsert the controller battery. The caller indicated that the software problem message reported in the previous follow-up note was not occurring and the primary issue for the past two months has been that the controller/recharger will not connect to the ins and maintain a good connection. During the call the caller got the unable to recharge message after the conclusion of a passive recharge session. The caller indicated that the passive charge session ends and displays the unable to recharge screen in less than ten minutes. During the call, the caller started a passive recharge session and the numbers displayed were 77 80 81. The caller indicated that the numbers change as they move the recharger. The patient indicated that they lost a lot of weight since the device was implanted. During the call tss had the caller attempt to disable and reenable the ins. The caller indicated that the controller did not connect to the ins for normal recharging. Tss had the caller run a passive charging session. The passive charging session completed and displayed the unable to recharge message. Tss had the caller run the disable and re-enable device function a second time. The caller indicated that the process completed and then the controller displayed the no device found message. After their call with tech services today, they put it in tech mode and disables and enabled the device and it was still not working. The technical services (tss) agent said that they believe the next steps would be speaking to the physician about a battery replacement or pocket revision. The rep reported that nothing has been resolved and that they are going to speak to a physician about future steps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause was unknown. The implant was surgically replaced on (B)(6) 2022 with another 97715.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97745bp, lot# nlh108744h, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID# 97715, serial # (B)(6); was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt, analysis identified that the recharge antenna coil was electrically open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis was performed on returned device.

Manufacturer narrative:
Product analysis#: (B)(4): analysis information: 12/07/2022 13:17:13 cst pli#: 30 product ID#: 97715 upon receipt, analysis observed separation in the antenna unipolar feed through. Destructive analysis of the implantable neurostimulator (ins) identified that the recharge antenna coil was electrically open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.